Event description:
It was reported that during an attempted firmware upgrade, the pacemaker exhibited backup vvi. After device download, normal device function was restored. The patient elected not to upgrade the firmware. The patient was stable during the device interrogation.